Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds. This lv lead was surgically abandoned and was replaced with a new lead. No adverse patient effects were reported.